Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the touchscreen was intermittently unresponsive as well as an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer declined follow-up from tandem technical support; therefore, no additional information was known or reported. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.